Manufacturer narrative:
The customer moved the vitamin d assay to a different measuring cell, however the issue still existed. The field service engineer checked the instrument and the instrument was ok. The customer's qc results were ok. The investigation reviewed the system's alarm trace and the alarm trace displayed a problem with the sample quality in the laboratory with a high frequency of bubble alarms. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Phone: (B)(6). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for 2 patient samples on a cobas 6000 e601 module. Patient 1: on (B)(6) 2021, the initial result was 88.32 ng/ml and the repeated results were 30.86 ng/ml and 30.50 ng/ml. Patient 2: on (B)(6) 2021, the initial result was 65 ng/ml and the repeated result was 27 ng/ml. The results were not reported outside of the laboratory. The reagent lot number is 52905501 with an expiration date of 28-feb-2022.